Manufacturer narrative:
The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. Note: when one battery is depleted to <25%, the controller will automatically switch to the other battery. When this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. When a depleted battery is not exchanged and there are only a few minutes of battery time remaining in both batteries, a high priority alarm will sound, the alarm indicator will flash red and the message on the controller will display "critical battery 1" or "critical battery 2." If this occurs, there are only a few minutes of power remaining before the pump stops; therefore, the batteries must be replaced immediately. Based on the internal investigation and field action, no additional investigation of this event is required at this time. The most likely cause of the reported event was found to be a communication error between the controller and the batteries.

Event description:
It was reported by a vad coordinator the patient experienced a single beep from the controller with no message which occurred approximately 3 times sporadically. Last alarms noted in alarm history were low flow alarms in (B)(6) 2015. On visual inspection both power port locking attachments were loose on the controller. The controller exchange was tolerated well by the patient and there had been no alarms since controller change.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the devices revealed that the devices failed to meet specifications; the devices passed functional testing but failed visual examination as a result of ps1 and ps2 port connectors being loose. Review of the controller log files revealed several occurrences of premature power switching prior to the 25% threshold. These premature switching events were most likely caused by a communication error between the controller and batteries. A possible root cause of the loose connectors may be attributed to a shift in the manufacturing process. The most likely root cause of the premature power switching events may be attributed to a communication error between the controller and the batteries. Heartware has opened an internal investigation to address this issue. An internal investigation has been opened by the supplier to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.